Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was found face down and was transported via ambulance to the emergency room. The patient stated he never had his pacemaker checked since implant. The device was explanted and replaced on (B)(6) 2013.